Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of catheter difficult to advance in patient is not able to be confirmed. A representative sample was returned for investigation and no damage or abnormalities were noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: for complaint related to the same patient and event see MDR #2518433-2020-00001 and tc # (B)(4).

Event description:
It was reported that "during use on the patient the physician inserted the catheter and was able to measure pressures in ra (right atrium), rv (right ventricle) and svc (superior vena cava) but was unable to reach the pulmonary artery. It was reported that a second catheter was used but the therapy was not finished. Clinical consequences: there were no report of any clinical consequence or patient complications. In the meanwhile the patient was discharged home from the hospital.

Manufacturer narrative:
Qn#1900074585

Event description:
It was reported that "during use on the patient the physician inserted the catheter and was able to measure pressures in ra (right atrium), rv (right ventricle) and svc (superior vena cava) but was unable to reach the pulmonary artery. It was reported that a second catheter was used but the therapy was not finished. Clinical consequences: there were no report of any clinical consequence or patient complications. In the meanwhile the patient was discharged home from the hospital.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of catheter difficult to advance in patient is not able to be confirmed. A representative sample was returned for investigation and no damage or abnormalities were noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. A correction was made to the complaint regarding where the event took place. The complaint was submitted to teleflex through a distributor in slovenia, but the incident occurred in croatia. The mir was submitted by teleflex within 15 days, but due to human error, the mir was submitted to the mistaken competent authority. Other remarks: for complaint related to the same patient and event see MDR #2518433-2020-00001 and (B)(4).

Event description:
It was reported that "during use on the patient the physician inserted the catheter and was able to measure pressures in ra (right atrium), rv (right ventricle) and svc (superior vena cava) but was unable to reach the pulmonary artery. It was reported that a second catheter was used but the therapy was not finished. Clinical consequences: there were no report of any clinical consequence or patient complications. In the meanwhile the patient was discharged home from the hospital.